Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 50 mm in diameter abdominal aortic aneurysm. The diameter of the left iliac artery measured 15 mm. It was reported that, approximately five years post index procedure, the endurant stent graft limb had a distal type I endoleak. The left iliac artery now measured 20 mm in diameter. Per the physician, the cause of the distal type I endoleak was due to disease progression below the endurant stent graft limb. No additional sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.